Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that following insertion, the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Event description:
According to the complaint, it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat pop and urethral hypermobility and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.